Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was 173 mg/dl. The customer stated that there is no significant event leading to the alarm. Customer doesn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. The customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.